Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported polymer damages were confirmed. The reported difficult to remove form a guiding catheter was unable to be confirmed due to the polymer damages. The reported difficulty to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. During the procedure, the heat from laser atherectomy device likely caused the polymer coating to weaken and/or caused damage resulting in the polymer damages and the difficulties during retraction through the anatomy and micro-catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that laser atherectomy was performed over the hi torque pilot guide wire in the chronic total occlusion (cto) in the right coronary artery (proximal to distal segments were cto) and the procedure was complete. The laser atherectomy device was removed from the guide wire and the patient. When attempt was made to remove the pilot guide wire, it retracted a little, but then became stuck. The guide wire was re-advanced and was then simultaneous removed as a unit with the non-abbott corsair microcatheter that was already in place. Once the devices were removed outside the anatomy, the physician was able to remove the guide wire from the microcatheter using a lot of force; there was a lot of resistance. He then noted that either the coating or the coils of the guide wire were frayed and bunched up. In the opinion of the physician, it is possible that the heat from the laser atherectomy may have contributed to the device issue of the guide wire. There were no adverse patient effects. There was no clinically significant delay in the procedure as this was the end of the case. No additional information was provided.